Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that this pacemaker had eight years remaining a month ago and recently longevity showed six and a half year. Moreover, atrial sensing was programmed on and the patient was in a rapid atrial fibrillation (af) rhythm. Boston scientific technical services (ts) discussed that the device was using device measurements to project and that af had about twenty-five to thirty three percent impact on device longevity. Ts then advised could turn off atrial sensing if af is chronic. To date, the device remains in service. No adverse patient effects were reported.